Event description:
Drive devilbiss healthcare was notified of an incident involving a shower chair by an end user who stated that "the chair collapsed under their weight, and they hit their head and foot while in the shower." The end user did not seek medical attention. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.